Event description:
The reporter stated the surgeon inserted a 2.0 diopter aq5010v silicone three piece lens and the lens tore in the cartridge. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the lens was due to the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and the visual inspection found the lens optic torn into two pieces, with a piece torn off and missing. There was evidence of clear surgical residue and reddish residue. It should be noted that the injector was not returned for evaluation.